Event description:
User stated that the device would simply report to zero values when in use. Patient impact unknown. Additional information has been requested.

Manufacturer narrative:
Additional information received on 09oct2017: the issue occurred once placed on the patient. The camino and licox were both broken; the cam02 reading nothing but ¿0¿ and the licox reading ¿catastrophic battery failure¿. Both devices were used on the same patient. Date of incident was reported as (B)(6) 2017. The customer could not recall the patient's age and gender. Type of surgery was reported as "ca". There was no patient injury. Replacement products were used. Linked to mfg. Report number: 3006697299-2017-00141. Investigation completed 05oct2017: the DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2017¿ apr. Service history review: there is no service history for the device under evaluation, the device is being returned for first time service. Based on the complaint description a review of cam02 monitor customer complaints was completed using the following key words ¿catheter readings¿ and ¿high catheter reading¿ in the search criteria. The review encompassed from dates 03-oct-16 to 03-oct -17. A total of (B)(6) complaints were reviewed of which (B)(6) complaints were identified. The complaint reports were reviewed and no anomalies that could be associated with the complaint incident were observed. Additionally, the review verified this is a single complaint occurrence for the device under evaluation. The quantity of complaints in the complaint review (2) can therefore be calculated as (B)(6) (occasional) of procedures. The device passed all incoming test with tested equipment, all values appeared on display screen, no fault found. Performed functional test and the monitor passed all tests. Replaced display screen assembly. Passed all functional tests. The log file of the device was reviewed specifically to the awareness date. The review did not identify any errors applicable to the complaint incident. No further review is deemed necessary; the product was investigated but the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. Future incidents of this nature will be documented for recurrence and trending purpose. No update to the investigation was required based on the additional information received on 09oct2017.